Event description:
In december 2005 the lay user/reporter contacted lifescan (lfs) alleging the one touch fasttake meter was diving inaccurately high readings. The reporter reported that on an unspecified date the pt obtained 'higher' readings. No specific data was given. The reporter stated the pt's blood glucose level was tested also on a one touch ultra meter, but no result was given. At the time of the incident the pt was experiencing no symptoms of high or low blood glucose levels. The pt was taken to the hosp and given intravenous treatment. It would have been helpful to determine what were the specific results obtained, what the pt's normal, expected blood glucose readings are, why the pt was taken to the hosp and by whom, what the specific treatment was, her blood glucose results at the hosp, and her medication regimen. The customer care advocate determined during the troubleshooting call the pt was handling the reagents appropriately, the meter was set with the correct unit of measure and calibration code number and the testing technique was correct. No quality control testing was performed due to the pt did not have control solution. The meter, test strips and control solution were replaced. This incident is being reported due to the pt obtaining higher than expected readings on the meter, the pt was also hospitalized and received intraveous treatment.